Event description:
It was reported that during use with the bd microtainer® tubes with fe (sodium fluoride/disodium edta), a tube with rat blood clotted. There was no report of patient impact.

Manufacturer narrative:
D4. Medical device expiration date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints for sample quality are under statistical control for the month of march 2024. At this time, further testing is not indicated. Per information provided by the customer, the tube was not being used as intended(use of non-human samples). Therefore, this can be considered as the cause for the reported condition. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during use with the bd microtainer® tubes with fe (sodium fluoride/disodium edta), a tube with rat blood clotted. There was no report of patient impact.